Manufacturer narrative:
Per user guide: if you are unsure about potential damage, discontinue use of the system and con­tact your local tandem diabetes care representative. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was cracks observed on the usb cable and the customer experienced difficulty charging the pump. The pump was able to charge successfully with an alternate cable. There was no reported impact to the customer's blood glucose level.